Event description:
It was reported that there was a bent found in the middle of the thermal filament. Customer felt strong resistance at the insertion and the removal. Additional event description was provided, after the device was inserted, it was unable to monitor. Customer tried to remove the catheter but clinician could not pull on the catheter. Catheter was found to have a twist on the x-ray photograph so that the catheter was removed and another device was inserted.

Manufacturer narrative:
Device not returned.